Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-4316 lot #: 17516802 description: next generation anchor kit-sterile model#: sc-8336-50 serial #: (B)(4) description: coveredge 32, 50 cm 4x8 surgical lead.

Event description:
A report was received that the patients ipg was causing pain. The physician did not suspect device malfunction. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. The patient was doing well postoperatively. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patients ipg was causing pain. The physician did not suspect device malfunction. The patient will undergo an explant procedure.

Event description:
A report was received that the patients ipg was causing pain. The physician did not suspect device malfunction. The patient will undergo an explant procedure.